Event description:
It was reported that a patient underwent an open ventral hernia repair procedure on (B)(6) 2012. The patient experienced a small bowel obstruction on (B)(6) 2013. The event was treated with a ng tube placement. The event resolved on (B)(6) 2013. The surgeon reported that the event is not related to the mesh product but is possibly related to the procedure.

Manufacturer narrative:
(B)(4) - the surgeon opines that the obstruction was a post-operative complication that resulted due to the adhesed bowel occuring after surgery.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.